Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had a misalignment in the touch position. There was no patient involvement when the issue occurred. No patient or user harm reported. A service engineer (se) reported that the issue was confirmed. A calibration was performed on the touchscreen, but the issue was not resolved. The se replaced the touchscreen to resolve the issue.

Manufacturer narrative:
The suspected touchscreen was returned to philips for failure investigation. The technician documented the following conclusion/root cause, the touch screen flex circuit failed required flex circuit resistance testing. The high out of specification resistance results are the reason for the touch screen misalignment issue and the reason for the confirmed touch screen accusation.